Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the ventricular lead could not lock in place and it was noted that the ventricle output connector had foreign material inside it that would not let the cable connector insert fully and that the ventricle output connector was broken. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the ventricular lead was not locking on the external pulse generator. The generator was returned for service. No patient complications have been reported as a result of this event.